Event description:
As reported, the sealant of a 6f mynx control vascular closure device (vcd) was removed together with the device during withdrawal. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The sealant was not dislodged from the vessel. The sealant was deployed prior to device removal. The sealant was not visible at the access site after deployment. Button #1 was fully depressed, button #2 was fully depressed, and the balloon was fully deflated. No resistance was encountered during device withdrawal. The device was retracted until resistance was felt prior to deployment. The sheath and device were retracted together per instructions for use. The device was not withdrawn immediately after deployment. The mynx vcd was used in a coil procedure. The physician was trained and experienced with the device. The device was stored and prepared according to the instructions for use, and no visible damage to the device or packaging was noted prior to use. The procedure was performed using a retrograde approach. The femoral artery suitability was verified on angiography, including appropriate insertion angle. The vessel diameter was greater than 5 mm, with no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 6f non-cordis catheter sheath introducer was used. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.